Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for other chronic/intractable pain (trunk/limbs). It was reported that the patient believed that his ins stopped working but he didn't know why. The hcp had no further information.